Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia], issue in her np4 as the pen didn't inject insulin (due to piston rod problem) [device issue], she took her dose by using the syringe [wrong technique in product usage process]. Case description: study ID: (B)(6) novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and bmi (body mass index) were not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date , "issue in her np4 as the pen didn't inject insulin (due to piston rod problem)(device component issue)" with an unspecified onset date , "she took her dose by using the syringe(inappropriate drug extraction with syringe)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , actrapid penfill (insulin human 100 iu/ml) from unknown start date for "product used for unknown indication", dosage regimens: novopen 4: actrapid penfill: medical history was not provided. On an unknown date, patient experienced hyperglycaemia and blood glucose levels were 500mg/dl and 400 mg/dl and 300 mg/dl due to issue in np4 as the pen didn't inject insulin (due to piston rod problem) but then the educator mentioned that the pen injected normally. Patient took her dose by using the syringe and the syringe may be bent and she couldn't see it well (it wasn't confirmed if she used syringe with actrapid penfills or vials) and she was advised to use the pen instead of the syringe better. Batch numbers: novopen 4: unknown actrapid penfill: unk action taken to actrapid penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "issue in her np4 as the pen didn't inject insulin (due to piston rod problem) (device component issue)" was not reported. The outcome for the event "she took her dose by using the syringe (inappropriate drug extraction with syringe)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia): unknown. Issue in her np4 as the pen didn't inject insulin (due to piston rod problem) (device component issue): unknown . She took her dose by using the syringe (inappropriate drug extraction with syringe) : unknown. Company's causality (novopen 4) - hyperglycemia(hyperglycemia): possible issue in her np4 as the pen didn't inject insulin (due to piston rod problem) (device component issue) : possible. She took her dose by using the syringe (inappropriate drug extraction with syringe) : possible . Reporter's causality (actrapid penfill) - hyperglycemia(hyperglycemia) : unknown . Issue in her np4 as the pen didn't inject insulin (due to piston rod problem)(device component issue) : unknown . She took her dose by using the syringe(inappropriate drug extraction with syringe) : unknown . Company's causality (actrapid penfill) - hyperglycemia(hyperglycemia) : possible. Issue in her np4 as the pen didn't inject insulin (due to piston rod problem)(device component issue) : possible. She took her dose by using the syringe(inappropriate drug extraction with syringe) : possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available.

Event description:
Case description: investigation results: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: actrapid penfill 3 ml 100iu/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated. Device tab: is non-reportable and malfunction fields updated to no. EU/ca tab: final report check box ticked, expected date of follow up report removed, further investigations updated. Device addendum tab: annex b c d g codes added. Narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. H3 continued: evaluation summary: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.